Event description:
It was reported that there was a connection issue between the patient line of an amia automated pd cycler set and the female connector of a minicap transfer set. The dark blue tip (female connector) on the transfer set was stuck in the patient line of the amia cassette. This occurred when disconnecting after ccpd (continuous cycling peritoneal dialysis). There was no report of patient injury, however the patient received cipro orally for ten days. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d3: device manufacturer name: baxter international inc. (Previously submitted as baxter healthcare corporation). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.